Event description:
The reported event was that the surgeon noticed a spark from the covidien valleylab pencil (bovie pencil) tip when they attempted to activate the erbe electrical surgical unit (esu) generator. There was no reported injury to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).